Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked reservoir tube lip, missing end cap sticker and scratched display window noted during visual inspection. Unable to prime during prime test due to moisture damage noted in force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 412 mg/dl and vomiting. The caller stated that the customer was pregnant, and felt that the insulin pump should be replaced. It was stated that the insulin pump had given a motor error alarm on (B)(6) 2014 as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No damage to the drive support cap was noted. Advised the caller that the insulin pump would be replaced. Nothing further was reported.